Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse nxt platform (sn (B)(6) was used during a patient call. The customer stated that the nxt battery was fully charged before insertion into the platform, and the nxt band pins were fully and properly inserted into both sides of the platform. The autopulse nxt platform delivered 4 compressions before it stopped compressions and powered off. The nxt platform was restarted, delivered 2 compressions, and powered off again. The customer stated that there were multiple responders on scene and that they reverted to manual CPR. No consequences or impacts on the patient.